Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state at an unknown anatomy location. Block h11: the resolution 360 clip was not returned; however, photo of the complaint device was provided by the complainant. Per media analysis, the photo showed the clip assembly had been released from the device, and that one arm of the clip was bent. No other problems with the device were noted from the photo. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. During product analysis, it was observed that one of the clip arms was bent inward. This condition may occur if the physician unintentionally deploys the clip while it is still inside the scope. Therefore, this event is classified as adverse event related to procedure. Regarding the reported event "clip falls into the patient in an open state", during the media analysis, it was observed that the clip assembly had been released from the device and that one arm of the clip was bent. The bent clip arm can directly affect the bite of the device during use, which could subsequently contribute to the clip assembly being released from the device. However, the definitive cause of the reported issue could not be established. Although the media showed that the clip assembly had been released from the device, it was observed outside the patient. Therefore, it could not be confirmed whether the clip assembly actually fell into the patient during the procedure or whether it became detached due to handling after use. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2026, on an unknown anatomy. During the procedure, the clip deployed but one side of the clip or the jaw detached from the tissue, preventing complete closure of the defect and falling off the tissue in an open state. The clip was removed from the patient, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.